Event description:
A right ruptured implant. A 47 year old wg6p6 status post subglandular inframammary dow corn gels for augmentation 1986. Pt had closed capsulotomy 1 yr later with hematoma formation on the left side which necessitated replacement. She complained of continued firmness and pain with left greater than right plus systemic problems including arthralgias, myalgias, dysesthesias, fatigue, itching, raymond's, sob, gi problems, etc. Exam positive right grade ii and contractures on left iii. Surgery 6/1/92 positive right posterior rupture, cohesive gel with capsule fibrous.